Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B) (6), 2010, during the same surgery the patient was re-implanted with another device.(B) (4).

Manufacturer narrative:
(B)(4).

Event description:
Pt was revised to address high chromium and cobalt serum levels.

Event description:
Boston scientific crm received information from a boston scientific field representative that this patient was diagnosed with an infection, and passed away during a subsequent surgical attempt to extract the associated leads. It was reported the patient¿s superior vena cava was torn during the use of the lead extraction tool. There were no allegations against this lead.

Event description:
Per the clinic, the patient experienced a decrease in performance and pain with use of the device. The results of an integrity test (B) (6) 2010 indicate normal receiver stimulator function with multiple electrode anomalies. Due to the pain, the patient has discontinued use of the device. Explant and reimplantation is planned, but had not taken place at the time of this report (B) (4) 2010.

Manufacturer narrative:
(B) (4). Implanted device remains.